Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm nc emerge catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm nc emerge catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with a different device. There were no patient complications nor injuries reported.